Event description:
The procedure was a laparoscopic donor nephrectomy. While using the instrument, pieces of the plastic tissue pad, found on the instrument jaw, fell in the pt's abdominal cavity. They were removed without injury. This occurred toward the end of the procedure.